Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage check was performed and passed. A (B)(4) bluetooth test was performed and failed. Data was reviewed for evaluation and passed. Confirmation of the complaint was confirmed. A probable cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/23/2018 that on (B)(6) 2017 the receiver had an unknown error. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation. The confirmation of the complaint was not confirmed. The probable cause could not be determined.